Event description:
It was reported that the 2600 system had a motion error message and there was no image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. There was fluid found in the head end of the table. The potentiometers were wet. The covers were opened and the table was decontaminated and dried during the service call. The system was tested and found to be working as intended and put back into service.